Manufacturer narrative:
Device not accessible for evaluation.

Event description:
It was reported that the brakes are not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The technician confirmed that the customer made an erroneous call alleging brakes not engaging and found that the reported unit did not have this allegation.

Event description:
It was reported that the brakes are not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.